Manufacturer narrative:
The time difference between the test measurements was less than 15 minutes for both patient 1 and patient 2. No customer's material was received. The investigation did not identify a product problem.

Manufacturer narrative:
The meter serial number was (B)(6). The product has been requested for investigation. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low glucose result for 2 patients tested on an accu-chek inform ii meter. Patient 1: the initial meter result was 24 mg/dl while the 2nd meter result was 96 mg/dl. Patient 2: the initial meter result was 26 mg/dl while the 2nd meter result was 135 mg/dl. The time difference between the test measurements was not provided.